Manufacturer narrative:
On june 10, 2021, mentor became aware that the replacement device used on may 18, 2021 for bilateral mastopexy were catalog number 3505004bc; serial number (B)(6) on the right side, and catalog number 3505004bc; serial number (B)(6) on the left side. This supplemental report is for patient's right sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2021, mentor became aware that patient had a consultation regarding implant exchange with catalog number 3505590bc on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2021.